Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a (B)(6) year old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section (two caesarean section deliveries) and bariatric surgery (bariatric surgery with a roux-en-y procedure.). On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("severe dysmemorrhea"), adenomyosis ("suspected adenomyosis") and adhesion ("adhesions related to the essure device"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, adenomyosis and adhesion outcome was unknown. The reporter considered adenomyosis, adhesion, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: no unusual bleeding was encountered during removal procedure. The patient was awakened and taken to recovery room in satisfactory condition at the date of this report. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 47-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section (two caesarean section deliveries) and bariatric surgery (bariatric surgery with a roux-en-y procedure.). On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("severe dysmenorrhea"), adenomyosis ("suspected adenomyosis") and adhesion ("adhesions related to the essure device"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, adenomyosis and adhesion outcome was unknown. The reporter considered adenomyosis, adhesion, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: no unusual bleeding was encountered during removal procedure. The patient was awakened and taken to recovery room in satisfactory condition at the date of this report. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.